Event description:
The pump was received for service reporting "stop button inoperative during infusion". Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved.